Event description:
It was reported that the customer initially received negative test results using the bd veritor¿ at-home covid-19 test. A confirmatory test was performed and came up positive. There was no report of patient impact. The following information was provided by the initial reporter: problem description: verbiage from email: ¿myself, husband and son all took this home test , results came back negative. We had been having symptoms for 2 days prior, got tested again same day and we were all positive. ¿. Date of event or issue: (B)(6) 2021. Number of product received / affected: ( 3/3 ). Where was the kit purchased/sold? (Employer, walgreens, etc): amazon customer information was not given in the amazon review and follow up cannot be completed. No further information was provided. No patient impacts.

Manufacturer narrative:
Investigation summary : this summarizes the investigation results regarding your complaint that alleges when using the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿initially received negative test results and the second test received positive results¿. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported that the customer initially received negative test results using the bd veritor¿ at-home covid-19 test. A confirmatory test was performed and came up positive. There was no report of patient impact. The following information was provided by the initial reporter: problem description: verbiage from email: ¿myself, husband and son all took this home test, results came back negative. We had been having symptoms for 2 days prior, got tested again same day and we were all positive. ¿ date of event or issue: (B)(6) 2021 number of product received / affected: ( 3/3 ) where was the kit purchased/sold? (Employer, (B)(4), etc): (B)(4). Customer information was not given in the amazon review and follow up cannot be completed. No further information was provided. No patient impacts.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained. The information for the additional 510k is as follows: eua #(B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.